Event description:
It was reported that during an ob/gyn procedure, three 5mm trocars out of a box of 6 trocars were all leaking. The scrub techs felt that there is a gap between the trocar and the housing unit. If you were to remove the housing unit and expose the duct bill, that is where they heard and felt air coming out between those two sections. They continued with the case and no patient consequences, but are concerned that the whole box may be malfunctioning. Three devices will be discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.